Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly lost access to sound with the device. No incident of accident or trauma was reported.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition, under the silicone overmold there are damages caused by device minute mobility, likely from the external impact to the housing which might have weakened the device fixation. However, as in situ measurements did show any hi channels, it appears that the damage to the active electrode occurred at a later point in time, after the aforementioned external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient suddenly lost access to sound with the device. No incident of accident or trauma was reported. The patient was re-implanted.

Manufacturer narrative:
Conclusion: according to the information received damage to the stimulator housing caused by an external impact to the head is likely the reason for the reported problem. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned but has not been scheduled.

Event description:
The patient suddenly lost access to sound with the device. No incident of accident or trauma was reported. Re-implantation is planned but has not been scheduled. Despite requested, further information was not made available.